Manufacturer narrative:
Description of the event: nurse was checking to see if table was locked, she grasped the side rail of the table while doing this. She then ran her hand along the side rail and was cut. Cut was caused by a burr on the stainless cover at the leg joint. There was flesh on the burr when it was found. Cut on right middle finger, dermabond applied by physician in the or. This is a very deep cut on her right, middle finger that is approximately 1/2 an inch in length. They used dermabond on the wound because they felt that with stitches that she would have a higher chance of getting an infection. Findings: burr found on side covers at where leg section connects with table, at pivot point of joint. Unit is under warranty and has been used for 2 days. Describe action or repairs: technician used an emory cloth to deburr areas where there were burrs on the stainless steel covers. All factory controlled in-house inventory was checked for this condition and no sharp edges or burrs such as were found in this incident were discovered. Manufacturing has been asked to closely watch for sharp edges on finished product. Quality has reviewed the manufacturing process on these parts, and they both have multiple deburr operations at various processing steps in the shop. This appears to be an isolated incident.

Event description:
The customer was using their cmax table and the nurse cut herself on a burr and had to go to the ER to get the wound dressed. Confirmed that the nurse had to have the wound closed, hospital elected to use dermabond instead of stitches, since it would reduce the likelihood of an infection. This constitutes medical/surgical intervention.

Event description:
The nurse involved in the incident reported that she is fully recovered.